Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament and meniscus repair the locking and deployment mechanism did not work properly. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from a different manufacturer. It was not necessary to switch the surgical technique or do a second surgery. 11-aug-2021 update dw: further information were provided that one implant deployed the first trigger was pulled completely until with the second but during second button deployment the trigger locked despite many efforts. This was not possible as second button was not deployed. The first implant remains inside the meniscus and surgeon had to cut the switcher as the second implant was locked and not functioning.